Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis found the instrument main tube broken. A piece measuring proximately 0.079 x 0.311 was not returned with the instrument. Additional observation not reported by site was that the instrument was found to have a frayed grip cable at the distal idler pulley. The pulleys and other cables exhibited no damage. This type of failure is typically due to mishandling/misuse.

Event description:
It was reported that during central processing, the prograsp forceps had a tube defect. There was no report of patient involvement.